Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a mz1000 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 19055678. A review of the production records for lot 19055678 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The details of this feedback were forwarded to the manufacturing site for investigation. Root cause analysis: a definitive root cause could not be determined in this instance, however previous investigations have identified that recessed pistons can occur as a result of a core pin mismatch which results in a slight step being formed within the component. As a result, when the piston is depressed it can be caught on the step and remain in the recessed position when disconnected. DHR from pr (B)(6): model: mz1000, lot number: 19055678, lot quantity: (B)(4), qn: none, q7: none, mfg date: may/08/2019. Previous investigations (pr (B)(6)): root cause definition the following potential causes were identified: the core pins used in molding for nac plus top present a minimum mismatch due to its design. Incorrect segregation (segregation system for molded parts). Assembly machine inspections. Corrective and preventive action: as a part of the quality control to prevent this condition, the quality technicians inspect the material 2 times per shift looking for mismatch in samples. If the technician detects mismatch in the samples, the cavity is segregated, and the mismatch corrected. A new segregation system for molded parts were implemented. Considering that the affected lot is from may 2019, it can be concluded that corrective action #1 was implemented before the affected lots production, and corrective action #2 was implemented after the affected lots production, just to clarify. Investigation conclusion: although this is considered to be a rare occurrence, the manufacturing site have identified improvements to the in-process testing protocol for this component, furthermore an improved segregation system has been implemented on the automatic assembly machine. In this instance, the affected lot was manufactured prior to the implementation of the new segregation system. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 product in the past 12 months.

Event description:
It was reported that maxzero needleless connector leaked. The following information was provided by the initial reporter: the reported feedback suggests that there is a piston defect. The customer¿s report is as follows: after a saline flush, the blue piston of mz remained in the recessed position and did not return to the closed position, resulting in saline leakage. No health hazard to patient was reported. No sample will be returned for investigation as the customer already discarded the actual sample.